Event description:
It was reported that the right ventricular (rv) lead experienced high impedance and a possible fracture. There was also a high number of short interval counts (sic). The lead had previously triggered alerts and had been programmed off, but now was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the rv lead integrity alert (lia) were met, and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(6) of (B)(6) lifetime ventricular sic are recorded beginning (B)(6) 2014. Lia triggered on (B)(6) 2013 due to meeting the requirements for impedance and ventricular sic. Maximum ventricular pace impedance rises from 760 ohms the week ending (B)(6) 2013 to greater than 3400 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.